Manufacturer narrative:
The reported device has been received and evaluation is in progress.

Event description:
It was reported that during pre-clinical check the ventilator pressure would not exceed 63 cmh20.

Manufacturer narrative:
The unit was inspected per documents 150009 rev. 40, 170025 rev. 36, 170310 rev. 14 and, 150127 rev. 13. The unit was checked to verify the customer complaint, maximum inspiratory pressure is lower than specification, maximum expiratory pressure is higher than spec., and minimum expiratory pressure is higher than specification. After the initial verification was done the exhalation valve was inspected and a bit of cardboard was found on the diaphragm. The debris was removed from the diaphragm and inspiratory pressure did fall within specification. The maximum inspiratory pressure being out of specification is due to the debris on the exhalation diaphragm.